Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes due to undersensing were noted. Device reprogramming is anticipated to be performed at the patient's follow-up to resolve the event. No intervention has been performed. No adverse consequences were reported.